Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose level on (B)(6) 2018. The customer reported ICU for 4 days due to not get sugars to go down and gastroparesis. The blood glucose value at the time of admission was 600 mg/dl. The customer was treated for the high blood glucose level with intravenous insulin. The customer did not troubleshoot the insulin pump. The customers current blood glucose level was unknown. The insulin pump and reservoir will not be returned for analysis. Frn-model or unknown¿reservoir; unomedical - infusion set; mmt-7008-sensor.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).